Manufacturer narrative:
The device was explanted on (B)(6) 2019.

Event description:
The pacemaker was implanted on (B)(6) 2019. Reportedly, the patient died on (B)(6) 2019 during a surgery that was unrelated to pacemaker implantation. For forensic investigation, information regarding noise analysis, noise reversion mode, magnet response and episode recording strategy, in case of repeated applications of diathermy devices, were requested. The subject pacemaker should be explanted and returned for analysis. Preliminary analysis revealed normal pacemaker functioning until (B)(6) 2019. On (B)(6) 2019, several episodes showing noise oversensing were recorded in the device memory; they were most probably due to electromagnetic interferences (emi) during the procedure.

Event description:
The pacemaker was implanted on (B)(6) 2019. Reportedly, the patient died on (B)(6) 2019 during a surgery that was unrelated to pacemaker implantation. For forensic investigation, information regarding noise analysis, noise reversion mode, magnet response and episode recording strategy, in case of repeated applications of diathermy devices, were requested. The subject pacemaker should be explanted and returned for analysis. Preliminary analysis revealed normal pacemaker functioning until (B)(6) 2019. On (B)(6) 2019, several episodes showing noise oversensing were recorded in the device memory; they were most probably due to electromagnetic interferences (emi) during the procedure.

Manufacturer narrative:
Preliminary analysis of the returned unit did not reveal any anomaly.

Event description:
The pacemaker was implanted on (B)(6) 2019. Reportedly, the patient died on (B)(6) 2019 during a surgery that was unrelated to pacemaker implantation. For forensic investigation, information regarding noise analysis, noise reversion mode, magnet response and episode recording strategy, in case of repeated applications of diathermy devices, were requested. The subject pacemaker should be explanted and returned for analysis. Preliminary analysis revealed normal pacemaker functioning until (B)(6) 2019. On (B)(6) 2019, several episodes showing noise oversensing were recorded in the device memory; they were most probably due to electromagnetic interferences (emi) during the procedure.

Event description:
The pacemaker was implanted on (B)(6) 2019. Reportedly, the patient died on (B)(6) 2019 during a surgery that was unrelated to pacemaker implantation. For forensic investigation, information regarding noise analysis, noise reversion mode, magnet response and episode recording strategy, in case of repeated applications of diathermy devices, were requested. The subject pacemaker should be explanted and returned for analysis. Preliminary analysis revealed normal pacemaker functioning until (B)(6) 2019. On (B)(6) 2019, several episodes showing noise oversensing were recorded in the device memory; they were most probably due to electromagnetic interferences (emi) during the procedure.

Manufacturer narrative:
Please refer to the corrected analysis report. (B)(4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2019. Reportedly, the patient died on (B)(6) 2019 during a surgery that was unrelated to pacemaker implantation. For forensic investigation, information regarding noise analysis, noise reversion mode, magnet response and episode recording strategy, in case of repeated applications of diathermy devices, were requested. The subject pacemaker should be explanted and returned for analysis. Preliminary analysis revealed normal pacemaker functioning until (B)(6) 2019. On (B)(6) 2019, several episodes showing noise oversensing were recorded in the device memory; they were most probably due to electromagnetic interferences (emi) during the procedure.